Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report "for the past year and a half I feel pain in my chest when I ride my motorcycle, could it be from the coil or something?¿ follow up confirmed the patient complained of an elevated heart rate while riding the motorcycle. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.